Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 403 mg/dl at the time of the incident. Customer stated that has trouble with the pump screen going off and not coming back on for days. The customer was assisted with troubleshooting and the display return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.